Manufacturer narrative:
Device has been explanted and returned to the MFR; therefore, product eval is possible. A visual macroscopic examination was performed by a product engineer that revealed that the construct was reported to be at levels l4 and l5. Upon inspection of the returned product, it is confirmed that two 4.5mm mas were broken. All implants appear to be made to spec. Unable to determine the cause of the event.